Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was under delivering due to doing a bolus into the air and only a drop came out. Customer also reported that it seemed that the piston was not moving. Customer's blood glucose was 400 mg/dl. Troubleshooting was performed and customer reported that blood glucose was going down. Reservoir and infusion set would be returned for anlysis.